Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast capsular contracture, left breast asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision with a mentor memorygel breast implant 150cc gel breast prosthesis (left device) and a mentor memorygel breast implant 350cc gel breast prosthesis (right device) developed capsular contracture (baker grade unknown) in her right breast post implantation. Additionally, the patient developed asymmetry in her left breast post implantation. As a result, the patient underwent a revision to her left breast mastopexy as well as a right breast capsulotomy and implant exchange with an unknown breast prosthesis on (B)(6) 2023. During the right breast explant surgery, it was observed that the gel in the removed right breast prosthesis appeared cloudy, ¿almost milky¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 14-sep-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, upon removal of the right breast implant, the internal gel appeared cloudy. Additionally, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel of the breast implant appears white (cloudy). Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Discoloration of the implants as observed in the sample returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H6 investigation findings c22: cosmetic defect. H6 investigation conclusions d17: cosmetic defect. Manufacturer¿s reference number: (B)(4).